Event description:
It was reported that the high insufflation unit exhibited a channel blocked error when the device was powered on. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: abnormal secondary pipeline leakage and electric-pneumatic proportional valve failure. A root cause could not be identified. Based on the results of the investigation, it is likely that the following led to the malfunction: since the defective part that contributed to the reported phenomenon was not observed, the cause was not identified. The secondary pipeline abnormality was caused by a failure of the electric-pneumatic proportional valve. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.